Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert 61 overnight, stopped insulin delivery due to a malfunction, and the user reverted to manual therapy, with blood glucose affected and a lowest reported value of 35 mg/dl; the user treated with oral glucose and continued backup therapy. Symptoms included low glucose. Outcomes included no hospitalization, no professional medical intervention, no other assistance, no ketone testing, and no immediate health effects such as loss of consciousness or dka. Investigation included troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the device malfunctioned and that hypoglycemia occurred with cause unclear.